Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, g2, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-sep-2022 to 18-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that discharged patient still showed up as admitted. A technical support specialist analyzed the situation and reviewed the configuration of the server. It was determined that the system displayed old accounts for discharged patients. Technical support specialist couldn't find old patient details in server as it was reset to automatic discharge. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es station indicated a discharged patient as being admitted. The customer reported that they were unable to resend the messages because the system displayed an outdated account. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system displayed old account for discharged patient. Technical support specialist couldn't found old patient details in server and it was reset to automatic discharge. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es station indicated a discharged patient as being admitted. The customer reported that they were unable to resend the messages because the system displayed an outdated account. There were no adverse events or injuries reported based on this event.